Event description:
Report rec'd of an over-delivery. The customer indicated that the event was the result of an error in programming the device. The pump was programmed to deliver 25000 units of heparin at a rate of 8000 units/hour instead of the intended 800units/hour. It was reported that the pt rec'd at least one full bag of 25000 units at this incorrect rate over approximately 3.5 hours. At the time the error was noted, the infusion was stopped and the pt was monitored for signs of bleeding. There was no reported adverse pt sequelea. Though requested, no further info was available.